Manufacturer narrative:
Exact date unknown, event occurred about a year from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non functional and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was non functional and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned.